Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; asr xl - left; reason(s) for revision: alval / soft tissue reaction. Update received 4th september 2014. Revision reason amended. Status changed to "legal" and kid number added. Reason(s) for revision: elevated chrome/cobalt discomfort. This is a bilateral patient but the right hip has not yet been revised. Update 16 dec 2014 - rec'd kennedys email, added stem and taper sleeve. Added metal ions to each complaint category - product related, expiry dates for all products. Corrected expiry date/manufacturing date for cup.